Manufacturer narrative:
H.6. Investigation: customer returned (1) 4mm, 32g pen needle from lot # 8261600. No samples from lot # 9029745 were returned by the customer. Customer states that the entire tip of the plastic housing seems to be filled with a yellow, paint-like substance, and the rest of the inside has a dirty film. The returned pen needle was examined and exhibited a dark material on the outer surface of the outer cover. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely degraded polypropylene. The sample also exhibited a yellow colored end of the outer cover with a yellowish tint on the remaining part of the outer cover. The outer cover was also observed to be split along the yellow colored end of the outer cover. The sample was also broken on the tear drop label end. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure for lot # 8261600 - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure for lot # 9029745 as no sample from this lot number were received this issue most probably occurred on machine start up due to excess plastic in the mould causing the blanker to dislodge. H3 other text : see h.10

Event description:
It was reported that foreign matter occurred before use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "my 11-year old son is a t1 diabetic. He has always used your ultra-fine pen needles, and has been very happy with them. However, we just picked up his most recent prescription and when I opened the box, found a needle that had clearly been compromised. The entire tip of the plastic housing seems to be filled with a yellow, paint-like substance, and the rest of the inside has a dirty film. Your needles are almost 2x the price is the walmart brand, and I can't afford to throw away unused needles." Spoke with the parent. She was driving, so product information was not at her disposal. Stated the syringe with issue is still sealed. Stated looks like "yellow paint".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Here were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9029745, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-29. Medical device lot #: 8261600, medical device expiration date: 2023-09-30, device manufacture date: 2018-09-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "my (B)(6) son is a t1 diabetic. He has always used your ultra-fine pen needles, and has been very happy with them. However, we just picked up his most recent prescription and when I opened the box, found a needle that had clearly been compromised. The entire tip of the plastic housing seems to be filled with a yellow, paint-like substance, and the rest of the inside has a dirty film. Your needles are almost 2x the price is the (B)(6) brand, and I can't afford to throw away unused needles." Spoke with the parent. She was driving, so product information was not at her disposal. Stated the syringe with issue is still sealed. Stated looks like "yellow paint".